Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated blood glucose after dinner that persisted overnight, with cgm values peaking near 299 mg/dl and morning cgm at 210 mg/dl; a fingerstick measured 347 mg/dl, after which the user administered outside rapid-acting insulin and later performed infusion set and cgm changes, and the replacement cgm subsequently paired and showed values in range. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences, though unexpected medical intervention in the form of additional insulin dosing was required. Investigation included review of device report logs confirming ilet dosing during the event and troubleshooting of cgm pairing that led to sensor replacement. Investigation of this case revealed no device malfunction identified with the ilet and a likely cgm sensor issue given pairing failures and resolution after sensor replacement, while hyperglycemia was managed with medication. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.